Event description:
Report received of an overdelivery of heparin. The pump was programmed to deliver 800 units of heparin per hour (8ml/hr) with a volume to be infused of 250ml on the primary line. There was no secondary infusion. The nurse stated that she cleared all of the pump's previous settings and hung the cleared all of the pump's previous settings and hung the heparin around 12:30am on the day of the event. She checked on the patient hourly and observed that the pump was infusing at a rate of 8ml/hr. She was also observing the patient's IV site. Approximately 4 hours after the heparin had been started; the nurse observed the heparin solution bag and reported that approximately 1/2 of the solution was gone. The pump display indicated that the "volume infused" was 134ml. The expected delivered amount was 32ml. The resident was notified and ordered the heparin to be discontinued and a serum complete blood count (cbc), prothrombin time (pt) and partial thromboplastin time (pit) drawn, and benadryl given prophylactically to prevent itching. The attending physician was notified, and no new orders were received. Later that day the patient went for an angiogram, as scheduled. No adverse sequelae occurred during the angiogram. Though requested, no further information was available.